Manufacturer narrative:
DHR: the device was found to have conformed to specification when released. Product was returned for failure analysis, and the following was performed on the returned unit: the pattie/strip unit was inspected using the unaided eye. No anomalies were observed. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. Per the failure analyst the complaint stated there were 11 patties in the pack, but there were only 10 patties present in the returned patties. Therefore, the complaint could not be verified. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that when the package was opened, 11 patties were found in a pack of 10. One of the patties had no string attached to it.